Manufacturer narrative:
The device subject of the event was returned to steris endoscopy for evaluation. Upon testing, it was found that the handle worked as expected but the snare loop would not fully deploy when the handle was actuated. The user facility properly tested the unit prior to use as stated in the instructions for use. The IFU states, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist." The lot was manufactured in february 2022 and there have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported via a vigilance report (technical complaint) to anvisa that the handle to their exacto cold snare would not open after being removed from the packaging. There was no patient involvement as this was identified prior to use. No report of injury.